Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99370. Supplemental rationale. Corrected data: h11. 5 previously reported events were included in this follow-up record. Product return status. 5 devices were evaluated in the field.. Evaluation findings (results/components). 5 devices: material and/or chemical problem identified / coating material. Product disposition. 5 devices: scrapped by stryker.

Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 5 events were reported for this quarter. Product return status 5 devices were evaluated in the field. Evaluation findings (results/components) 5 devices: material and/or chemical problem identified / coating material product disposition 5 devices: product disposition is not yet determined additional information 5 devices were not labeled for single-use. 5 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 5 events for the failure: flaked. - 5 events had problem identified during non-clinical procedure; there was no patient involvement.